Event description:
It was reported that during an in-office check, interrogation indicated the right ventricular (rv) lead had a sensing issue with an elevated number of short v-v intervals recorded. Further investigation of the lead also found that when the patient moved their left arm there was non-physiological sensing which was detected as ventricular fibrillation. The rv lead impedance also showed fluctuation. The pace/sense portion of the rv lead was capped and replaced with a new lead and the high voltage portion of the rv lead remains in use. It was later reported the patient received an inappropriate shock from the rv lead due to oversensing. Also the rv lead had an apparent fracture. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during an in-office check, interrogation indicated the right ventricular (rv) lead had a sensing issue with an elevated number of short v-v intervals recorded. Further investigation of the lead also found that when the patient moved their left arm there was non-physiological sensing which was detected as ventricular fibrillation. The rv lead impedance also showed fluctuation. The pace/sense portion of the rv lead was capped and replaced with a new lead and the high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.